Event description:
Reporter called to describe an adverse reaction she's experiencing with three types of non-latex surgical gloves. She stated she experiences the same allergic reaction with each type of glove. The three brands of surgical gloves she's reporting on are protexis, gammex/ansell, and nitril. She said she first started experiencing the reaction 1 year and 9 months ago, when the hospital system she works for switched from latex to non-latex surgical gloves. She said there is a specific ingredient that is causing the reaction. She said the reaction started as small, itchy blisters between her fingers that escalated up her arms causing joint swelling, cracking, and her hands became crusty and red. She also stated that due to constant exposure to the gloves, her mouth became itchy and her lips felt numb. She said her immune system has been weakened from the reactions to the gloves. She said she will most likely be losing her job soon because of all the problems with the gloves.